Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of multiparous, gravida, elevated bp, obesity, elective abortion, vaginal delivery (3), right lower quadrant pain, anxiety, depression, claustrophobia, surgery (1. Diagnostic laparoscopy. 2. Extensive lysis of omental adhesions greater than 40 minutes. 3. Right ovarian cystectomy. 4. Fulguration of endometriosis. 5. Hysteroscopy, dilatation, and curettage. 6. Novasure endometrial ablatio), menorrhagia, abnormal uterine bleeding, ovarian cystectomy, pelvic pain female, peritoneal adhesions and gestational hypertension. Findings: 1. Anteverted uterus. 2. Peritoneal adhesions attaching the bowel to the left and right pelvic side wall. 3. Right ovarian hemorrhagic cyst. 4. Otherwise, grossly normal fallopian tubes and ovaries. Previously administered products included: motrin children and tylenol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy. Fulguration of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.477 kg/sqm. [Hysteroscopy] on (B)(6) 2016: findings: anteverted uterus of about 9-1/2 weeks size freely mobile. Hysteroscopy revealed normal ostia with floating fluffy endometrial polyps. Laparoscopy revealed right endometrioma with the right ovary adhered to the right pelvic sidewall. The fallopian tubes appeared grossly normal without visualization of the ischial coils externally. The bowel adhesions to the left pelvic sidewall and also the right pelvic sidewall. The left ovary and fallopian tube appeared grossly normal. Endometriotic implants outside the right ovary and the right pelvic sidewall above the ureter. Endometriotic implants of the left cornea behind the uterus. Both ureters were noted to be pre-installing after the procedure. The appendix appeared grossly normal. [Pathology test] on (B)(6) 2016: department of pathology: final diagnosis: a. Ovarian cyst wall, right, resection: portions of ovarian tissue with focal features consistent with endometriosis/endometriotic cyst and additional fragments consistent with origin from cystic structure of follicular origin. B. Endometrium, curettings; fragments of proliferative endometrium admixed with few fragments of benign endocervical mucosa with early squamous metaplasia and fragments of benign squamous epithelium. Gross description: a. Received in formalin, labeled right ovarian cyst wall are multiple irregular yellow to yellow brown fragments of soft tissue ranging from pin-point to 1.5 cm in greatest dimensions aggregating 1.6 1.3 0.5 cm. The largest piece partially fragments on sectioning. Entirely submitted in one cassette. B. Received in formalin, labeled endometrial curettings is 3.0 2.5 0.7 cm aggregate of numerous fragmented pieces of tan red soft tissue and dark red blood clot. Entirely submitted in two cassettes filtered through biopsy bags. Clinical data: pelvic pain specimen submitted: (a) ovarian cyst, right wall on raytex (b) endometrial curettings; on (B)(6) 2017: final diagnosis: uterus with bilateral fallopian tubes, excision: cervix: chronic active cervicitis with nabothian cysts. Endometrium: post ablation with scant foci of inactive endometrium. Myometrium: incipient leiomyomata with focal non-necrotizing granulomas. Gross description: received in formalin, labeled uterus, cervix, bilateral tubes, is an 8.7 6.5 3.2 cm uterus with attached cervix and attached fimbriated pink-purple fallopian tube segment. On sectioning of the fallopian tubes, metal-coiled apparent essure devices are in place. Clinical data: pelvic pain. Specimen submitted: uterus, cervix and bilateral tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .indication added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2744 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.